Event description:
Used the soclean 2 CPAP cleaning machine. The first night I immediately felt a headache (I suffer from migraine). The headache would last the majority of the next day and return each night. Night five, I had no headache when putting on my CPAP mask which was taken right out of the soclean 2 machine (cleaned it 14 hours prior and let it sit in the closed machine to allow the ozone to dissipate) and immediately got a headache once I started breathing the air. FDA safety report ID# (B)(4).